Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Reported 40 false sars negatives and 5 false sars positives; approximately 300 people were tested. The customer communicated the results were confirmed by molecular (pcr testing).